Event description:
Customer requested an event log review but initially provided no information about what the event was or what information they wanted from the review. She stated ancef 1 gm/50 ml programmed in guardrails as custom concentration to infuse over 1 hour. Encounter service: surgery, encounter location: 4 east - gyn/uro-nb. Pump sequestered by security. Profile: medical/surgical. No effect noted on pt. Received following details: "ancef ivpb was hung properly, pump programmed correctly, and verified by 2 people. I hung the med, performed other tasks and before leaving the room, I rechecked the ivpb. The medication had infused completely. Medication was ordered to be given over 30 minutes, instead it infused over <10 minutes." There was no pt harm reported and no medical intervention was required. Customer states that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Customer states that pump module will not be returned at this time because only an event log review is requested at this time. Associated tubing set was received (B)(4) 2012. The event logs and data set have been received and log review and set investigation are pending. A follow up report will be submitted once the investigation has been completed.